Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was not working or the ins was dead. It was also reported that pt's ins is dead and not working for the last 6 months. The patient is in the ICU, is in bed, and is not communicative due to an unrelated neuro event caused by her pre-existing ms. A manufacturer representative was made aware of the overdischarge by a page that requested that he come into the ICU and see the patient. Her care team within the ICU at the hospital wanted to perform an MRI of her brain; however, the hospital policy requires an scs battery to be fully charged for an MRI. According to a family member, the patient stopped charging her rechargeable implantable neurostimulator, and it had been at least 6 months since the patient has charged her device. The manufacturer representative tried two different patient programmers to try and get a signal from the implantable neurostimulator, but was not successful. The manufacturer representative performed the first physician mode restart session in the ICU on (B)(6) 2021 and continues to perform prm sessions through the evening of (B)(6) 2021. More than 6 prm sessions were performed and the implantable neurostimulator remains in an overdischarged state. The issue is not resolved at this time. The reason why the patient stopped charging her implantable neurostimulator and the length of time that the implantable neurostimulator has been in an overdischarged state is unknown. Surgical intervention was not planned or performed to resolve the issue.